Event description:
It was reported that the crystalens at-50ao was explanted one month after implantation due to change in orientation of the lens. The surgeon tried to re-position the lens and then decided to remove the lens. A monofocal lens was implanted. The procedure was complicated due to large (over 5.5) irregular sized capsulorhexis. Before lens exchange the patient's bcva was 20/60. The patient was reported as doing fine.

Manufacturer narrative:
The explanted crystalens was disposed of by the user facility. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported event. The surgeon indicated that is his opinion the lens was not in the posterior position because of patient anatomy.